Event description:
It was reported that isolated short interval counts (sics) were observed with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Lifetime short interval counts (sic) almost 200k over 1000 days. Evidence of premature ventricular contractions (953k lifetime) and premature ventricular contraction runs (140k lifetime) likely contributes to elevated sics. The other lead trend data within normal limits. Products: 5076-52 lead implanted 2012 (B)(6). (B)(4).